Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during a follow-up. The patient received a vibratory alert for high out of range lead impedance on the atrial lead. High capture thresholds were also noted and could not get sensed measurements. Lead dislodgement was revealed under the x-ray. The patient has a complete heart block and feels fine without the atrial lead. The atrial lead was turned off. The patient was doing fine.